Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Difficult to deploy the stent-graft due to difficulty in pulling down the inner sheath: when attempting to pull down the inner sheath by rotating the deployment grip counterclockwise with the controller in the "2" position, the physician felt as if the inner sheath was caught on something and returned to its original position despite the pull-down manipulation. Continuing to rotate the deployment grip further, the inner sheath was unintentionally pulled down all at once. Due to the violent deployment, blood flow pushed the delivery system distally at once. However, the physician immediately pushed the entire delivery system back into the proper position, and the stent-graft could be deployed in the intended landing zone successfully. Subsequently, the procedure was completed successfully. Operation type: stent-grafting blood loss: none no image available due to hospital policy pre-case plan available no additional information available due to hospital policy delivery system was discarded by user. (Tc#(B)(4))" patient outcome: "no damage to the patient's health."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Difficult to deploy the stent-graft due to difficulty in pulling down the inner sheath: when attempting to pull down the inner sheath by rotating the deployment grip counterclockwise with the controller in the "2" position, the physician felt as if the inner sheath was caught on something and returned to its original position despite the pull-down manipulation. Continuing to rotate the deployment grip further, the inner sheath was unintentionally pulled down all at once. Due to the violent deployment, blood flow pushed the delivery system distally at once. However, the physician immediately pushed the entire delivery system back into the proper position, and the stent-graft could be deployed in the intended landing zone successfully. Subsequently, the procedure was completed successfully. Operation type: stent-grafting blood loss: none no image available due to hospital policy pre-case plan available no additional information available due to hospital policy delivery system was discarded by user. (B)(4) patient outcome: "no damage to the patient's health."